Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that when they would turn the patient programmer (pp) on it would show the "sync" screen with the check mark on the programmer. The patient would sync up with the implantable neurostimulator (ins) and a screen with the manufacturer and "2.1" in the lower left hand corner would appear. The patient repeated the steps during the report and the same splash screen kept appearing. They changed the batteries and that did not resolve the issue. The patient also reported that they became "pretty much immobile" and had a return of symptoms. The patient was out grocery shopping and they were fine when all of a sudden they just froze up. They said they just suddenly went back to shuffling mode and had difficulty lifting their feet. The patient's hands were shaking at the time of the report. There were no falls to report. They tried to check their device with the programmer, but they are seeing the splash screen and could not check the ins during the report. On (B)(6) 2016 the patient reported that they were going through some bad parkinson's symptoms, on the day of the initial report, and that was what let to them trying to make a change to the stimulation. They thought if they increased stimulation that would help but could not get the patient programmer to work because they could not press the button hard enough due to their parkinson's. The issue was resolved when their partner was able to press the button for them. Additional information received on (B)(6) 2016 from the healthcare provider (hcp) reported that they spoke to the patient and the patient said they had a bad day on the day of the initial report. They weren't pressing the check button firmly enough and could not get a reading and panicked. The hcp spoke to the patient twice during the week of (B)(6) 2016 and stated stimulation is on and the patient symptoms are as usual. When asked for the cause of the return of symptoms, the hcp noted that the patient calls frequently with complaints of change in symptoms. They could not get a hold of a nurse the day of the initial report so they called the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.